Manufacturer narrative:
(B)(4). The actual sample has not been received yet for evaluation and the investigation is on going at this time. A f/u report will be submitted when the results of the investigation become available. (B)(4).

Event description:
As reported by the user facility: paramedic student went to advance angio into patient, withdrew needle and set it on the bench beside him. The paramedic student noticed that the angio did not have the metal protection clamps come down over the needle. He picked it up and stuck himself.